Event description:
The customer reported that the ac mains light is not lit with the ac power cord plugged in. It will turn on under battery power. There were no reports of any pt use with the device.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.